Manufacturer narrative:
Customer could not perform a control solution test due to not having any control solution.

Event description:
Caller reported performing comparison tests with the freestyle meter and receiving erratic readings. The readings were 213 mg/dl and 148 mg/dl for tests conducted within 10 minutes. The reported freestyle comparison results differ by more than 20% and meet the manufacturer's definition of a malfunction. The caller washed hands and test site before testing.